Event description:
It was reported that the unit was not alarming during vfib (ventricular fibrillation). No adverse patient impact was reported. The hospital biomed was unable to duplicate the reported malfunction upon initial testing. The device was returned to draeger for evaluation. It was additionally noted that the device chassis was damaged. The biomed stated no further information was available regarding the event. Note that the initial service request reported a "case cracked - not alarming during dfib". During further review of the service order, additional information was requested for symptom clarification and the above information was received on 10mar2022 from the hospital biomed clarifying that the device failed to alarm for vfib.

Manufacturer narrative:
The device was evaluated by draeger and the reported issue could not be reproduced. As a precaution, based on the reported symptom, the main processor board was replaced. The reported damaged parts were repaired (rear housing, bezel, language label and battery door) and the backlights were replaced due to the display being dim. Without device logs/settings and full disclosure/waveforms from the event, the cause of the device no alarming for vf cannot be determined. The instructions for use delta/delta xl/kappa vf9 (IFU) provides the criteria for vf detection: vf ventricular fibrillation: the monitor identifies a sinusoidal waveform with fibrillation characteristics (1). Certain ventricular tachycardias have sinusoidal waveforms closely resembling those of ventricular fibrillation. Because of the similarity of these waveforms, the monitor may classify such types of ventricular tachycardia as ventricular fibrillation, the more serious of the two conditions. Additionally, the following is provided regarding device damage: warning - if the device is mechanically damaged, or if it is not working properly, do not use it. Contact your hospital¿s technical personnel.